Event description:
It was reported that the device is showing false alarm of air in line. No patient injury was reported.

Manufacturer narrative:
No information is provided to date. D5 operator of device is patient/consumer. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).